Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a disconnection of the epidural catheter between the filter and the adaptor. Already occurred recently and occurred regularly in our departments. Clinical consequences were inefficient epidural, pain, need to replace it. The catheter was replaced.